Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a white line that runs across the screen on the insulin pump. Customer stated that she can't see the information on the screen. Customer's blood glucose was 129 mg/dl at the time of the incident. Customer stated that the pump was dropped and bumped. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan.